Manufacturer narrative:
The device was returned to an authorized resmed third party service center and an evaluation confirmed the complaint. The non-return valve (nrv) assembly and expiratory flow sensor was replaced to address this issue. The device was serviced and fully tested before it was returned to the customer. Resmed's risk analysis for this failure mode concludes that the risk is acceptable. Resmed reference #: (B)(4).

Event description:
It was reported to resmed that an astral device failed to complete its internal self-test. There was no patient harm or serious injury reported as a result of this incident.

Manufacturer narrative:
The astral device was returned to resmed for an investigation. Performance testing confirmed the device failure to pass its internal self test. Based on all available evidence and complaint investigations of a similar nature, the investigation determined that the root cause was failure of the device pneumatic block and contamination of the device expiratory flow sensor due to misuse. Resmed's risk analysis for this failure mode concludes that the risk is acceptable. (B)(4).

Event description:
It was reported to resmed that an astral device failed to complete its internal self-test. There was no patient harm or serious injury reported as a result of this incident.